Event description:
It was reported by the consumer's wife who performs his ostomy care that the consumer had used this wafer for over a year. The appliance wear-time was two to three days. In (B)(6) 2021, consumer developed a small pimple just to the right of the stoma underneath the wafer mass. The wound enlarged to 25 x 38 mm with tunneling. Minimal, spotty bleeding occurred with appliance changes. No stool leakage was reported at that time. Consumer followed up with surgeon who ordered topical flonase and for consumer to follow up with dermatologist and local ostomy nurse. Surgeon made the diagnosis of ulcer and stated, these things sometimes happen and cause of wound was not suggested. No other diagnosis was made from dermatologist. Neither doctor of medicine (md) nor the ostomy nurse advised consumer to discontinue using convatec's appliance. Local ostomy nurse used alginate dressing from midway. The end user's wife stated that the wound was now 1/4 inch in diameter and there was no longer tunneling. She stated that the area was almost completely healed. The end user also uses an ostomy belt and reports that it was not worn too tightly and does not cause discomfort. Upon receipt of photos, the end user's wife was contacted to inform that the current wafer was too small for current stoma size in photo. She originally confirmed that current size was twenty eight mm. They were also going to follow up with surgeon regarding hernia. Photographs depicting the issue were received from the complainant.

Event description:
It was reported by the consumer's wife who performs his ostomy care that the consumer had used this wafer for over a year. The appliance wear-time was two to three days. In (B)(6) 2021, consumer developed a small pimple just to the right of the stoma underneath the wafer mass. The wound enlarged to 25 x 38 mm with tunneling. Minimal, spotty bleeding occurred with appliance changes. No stool leakage was reported at that time. Consumer followed up with surgeon who ordered topical flonase and for consumer to follow up with dermatologist and local ostomy nurse. Surgeon made the diagnosis of ulcer and stated, these things sometimes happen and cause of wound was not suggested. No other diagnosis was made from dermatologist. Neither doctor of medicine (md) nor the ostomy nurse advised consumer to discontinue using convatec's appliance. Local ostomy nurse used alginate dressing from midway. The end user's wife stated that the wound was now 1/4 inch in diameter and there was no longer tunneling. She stated that the area was almost completely healed. The end user also uses an ostomy belt and reports that it was not worn too tightly and does not cause discomfort. Upon receipt of photos, the end user's wife was contacted to inform that the current wafer was too small for current stoma size in photo. She originally confirmed that current size was twenty eight mm. They were also going to follow up with surgeon regarding hernia. Photographs depicting the issue were received from the complainant.